Event description:
It was reported that the user experienced hypoglycemia overnight, self-treated with oral glucose gummies, went to sleep, and later reported a post-breakfast blood glucose of 189 mg/dl; a hyperglycemia concern was also noted. Symptoms included low blood glucose requiring treatment. Outcomes included recovery with self-treatment and no hospitalization. Investigation included case intake, review of alerts, and troubleshooting with education provided. Investigation of this case revealed an unclear cause of hypoglycemia with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.